Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, there was a significant bleed visualization and so the physician "blindly" advanced the clip, opened and closed it, deployed it, but a clip was never seen. Another of the same device was used in order to complete the procedure without any pt complications. Pt is reported to be "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.